Manufacturer narrative:
The suspect device was returned to olympus, however, an evaluation has not been completed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that after puncturing with the device model, na-u403sx-4019, single use aspiration needle, the plastic tube became detached from the attachment sleeve at the proximal end of the tube; the needle could be removed. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events report. Reference report patient identifier (B)(6) for additional event.

Manufacturer narrative:
This supplemental report is submitted to provide a correction to the initial report and correct the manufacturer registration number on which the initial report was submitted. The manufacturer registration number is (B)(4).

Manufacturer narrative:
The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 475 units were produced under this lot number with no associated non-conformance reports (ncrs), reported scrap or recorded process deviations relating to the reported failure. The device returned in its original outer and inner packaging. The device did not return with the syringe and stopcock or the biopsy adapter valve. The connecting slider was able to slide and click into both positions. The sheath adjuster knob was able to rotate and lock into place. The handle lock was able to slide and lock into place. Upon initial observations, the distal hypotube is present. Further, the proximal end of the device sheath has been detached from the handle portion of the device, causing the sheath to be easily manually adjusted. The needle tip is sharp and without damage. There is heavy amounts of dried blood and tissue within and along various point of the sheath. The pebax is without damage. There is a hole at the distal end of the sheath, approximately 3.0625 inches from the distal tip of the sheath. There are multiple locations along the sheath with kinks and "chewed up" areas. Since the sheath is no longer attached to the handle portion, the needle tip is no longer able to be controlled by the handle extension, rendering unable to obtain full length of extension of the distal needle tip. Because of this, the initial complaint of the loose/detached sheath can likely be confirmed. Also, it is likely the sheath also penetrated the sheath causing the hole of the approximate same size as the needle diameter. The various locations of damage and detached sheath likely indicate there was severe and excessive stress put on the device, in addition to putting the device past the intended range of motion. Page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.". Also, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿. Olympus will continue to monitor the field performance of this device.